Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone that they were experiencing high blood glucose level 460 mg/dl. Treatment for high blood glucose level was unknown. Customer stated that insulin pump died because of battery level was low. It was unknown that if insulin pump was auto mode. Insulin pump will not be returned for analysis.